Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sigmoid resection procedure. The device was being applied to the sigmoid colon. The stapler was fired, the device cut but the staples were not deployed. A second stapler was opened and fried. The device cut and the staples only partially deployed. A third stapler was opened and fired correctly. In order to resolve the issue and complete the case, the surgeon had to resect the anastomosis and redo it. The surgical time was extended by more than thirty minutes. There was no unanticipated tissue loss or tissue damage as a result of the problem. The patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.